Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damage. Visual inspection: the investigation has shown that at the blue plastic handle a crack of 30mm is visible. In general is the device in an very used condition. The are numerous heavy marks of hammer blows on the hit part as well another crack visible. Investigation conclusion: the complaint is confirmed as there is a crack of 30mm of the blue plastic handle as complained. The device is in a very used condition, which indicates that it was often and intense used before it damaged. This and the provided information let us exclude a manufacturing related issue. Based on the complaint description the root cause of the damage is a mechanical overload caused by the mentioned use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 03.010.410, lot: l788951, manufacturing site: bettlach, release to warehouse date: mar. 06, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: follow up 2 was inadvertently submitted and was not necessary. Information for follow up report 2 was previously reported on time on follow up report 1. There was no new or corrected data reported on follow up 2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation site: cq zuchwil. Selected flow: damage. Visual inspection: the investigation has shown that at the blue plastic handle a crack of 30mm is visible. In general is the device in an very used condition. The are numerous heavy marks of hammer blows on the hit part as well another crack visible. Investigation conclusion: the complaint is confirmed as there is a crack of 30mm of the blue plastic handle as complained. The device is in a very used condition, which indicates that it was often and intense used before it damaged. This and the provided information let us exclude a manufacturing related issue. Based on the complaint description the root cause of the damage is a mechanical overload caused by the mentioned use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 03.010.410, lot: l788951, manufacturing site: bettlach, release to warehouse date: mar 06, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a pfna operation surgeon noticed that pfna blade does not lock. At the same time, it was found that there was the crack in pfna blade inserter. They changed the blade and inserter everything went as it should. Outcome of the surgery unknown. This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).